Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of ¿0¿ ohms. It was noted that the patient had an x-ray at the time of the out of range impedance measurements. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.